Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The customer replaced the gas delivery engine (gde) in order to resolve the reported issue. The gde was returned to carefusion where it is pending for further analysis. Once the analysis is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion and other pressure alarms. The customer stated there was no patient associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion service department inspected the unit and was not able to duplicate the reported circuit occlusions and pressure alarms. The unit functions normally with no anomalies found.